Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
Correction to b5 from "it was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward." To "it was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward. It was also reported that the patients blood glucose levels were >250 mg/dl." Correction to h6 health effect - clinical code from e2403 to e1205

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward. It was also reported that the patients blood glucose levels were >250 mg/dl.